Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was too short after removing. The customer's blood glucose level was unknown. The customer also reported that the electrode did not stay in patient body. The customer also reported that transmitter not blinking after connecting to sensor. The sensor will not be returned for analysis.